Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) and right atrial (ra) leads dislodged. The lv lead was explanted and replaced while the ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.